Manufacturer narrative:
H3: the revision reported may have been the result of an insufficient bond between the acetabular cup and the acetabular bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Event description:
As reported, the female patient had a revision of left hip due to loosening. Gxl head swapped, competitor's replaced cup side. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Photos and x-rays received. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.